Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius bloodline clotted in the venous chamber two and a half hours after the initiation of a patient¿s hemodialysis (hd) treatment. The patient¿s blood was not returned following the incident. The patient¿s estimated blood loss (ebl) is 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine with new supplies. Immediately after the initiation of that treatment, a visible internal dialyzer blood leak occurred. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was pulled from service following the incident. After inspection, no issues were noted with the machine. The machine was disinfected and returned to service. There was no patient serious injury or medical intervention required as a result of this event. The defective dialyzer was reported to be available to be returned to the manufacturer for evaluation.